Event description:
Fine needle aspiration (fna) needle became unattached, we were unable to reconnect into sheath. Notes from the procedure: "fine needle aspiration was performed. Color doppler imaging was utilized prior to needle puncture to confirm a lack of significant vascular structures within the needle path. The first two passes were made with a hybrid core 19 gauge needle (cook procore). The first pass was uneventful. The needle was passed into the lesion on the second pass and entered the lesion without resistance. The stylet was removed from the lesion; in this process, the needle tip became somehow disconnected from the handle. The handle was retracted to the "0" mark and the needle remained in the lesion. Suction was not applied. The needle was removed from the patient but obviously the needle could not be pulled back into the sheath before removing from the patient." The procedure was completed: "I proceeded to perform 5 uneventful passes with a new 22 gauge needle using a transgastric approach without complication."